Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad on the grasping section of subject device was severely worn out and the metal part was exposed. Both the probe tip and the grasping section had contact marks with each other. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad is severely worn, and the distal end of the pad is separated from the grasping section. Considering the evaluation result of the subject device, omsc concluded that the reported event occurred since the user continued activating out put for an extended time after the tissue already cut. And when the user cleaned the device, the fragments of the ptfe pad user cleaned the device, the fragments of the ptfe pad flaked off into the cleaning container. This report is being submitted as a medical device report in an abundance of caution. .

Event description:
Olympus medical sys corp (omsc) was informed that during the laparoscopic hepatectomy, the ptfe pad on the grasping section of the subject device was severely worn and part of it wore out. The user cleaned the distal and the device frequently, and the fragments of the ptfe pad flaked off ito the cleaning container. The user considered that any fragments of the pad did not fall into the pt. The procedure was completed with anther thrunderbeat handpiece. There was no report of pt's injury regarding this event.